Event description:
The pacemaker dependent patient was admitted to the hospital with failure to capture in the atrium and the ventricle. The patient was resuscitated and intubated. After the patient was stable, thresholds came down to 1.5 v to 2 v in bipolar. Outputs were turned up and the patient was programmed to doo overnight. The following day ventricular threshold was 5 v bipolar with 1700 ohms impedance. The system would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.